Manufacturer narrative:
A.4. Weight: 89.81 kg the device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed.

Event description:
Clinical study (B)(6) for interrupt af; subject ID: (B)(6) it was reported that following an ablation procedure with an intellanav mifi open-irrigated, the patient experienced atrial fibrillation with rapid ventricular responses. The patient was evaluated at outside emergency room and an electrocardiogram (ECG) was performed. The patient's heart rate was between 160-180. Diltiazem 20 mg intravenous (IV) bolus was administered and converted to normal sinus rhythm (nsr). The patient's rhythm then converted back to atrial fibrillation and an additional bolus dose of diltiazem 10 mg IV was administered. The patient remained in nsr. The patient was discharged with the following medication changes; to stop metoprolol tartrate and initiate metoprolol succinate 200 mg daily. The event outcome was listed as ongoing. It is unknown of device is available for return.